Event description:
This polaris adjustable pressure valve spv was i9mplanted to a pt. As the neurosurgeon tried to change the pressure in vain, value was explanted and revised by another valve.

Manufacturer narrative:
The spv valve has been returned for eval. Analysis has to be done.